Event description:
Dealer stated that the joystick on a (B)(4) power chair changes modes on its own while driving. The chair will speed up in those changed modes. Dealer stated that the end user ran into a wall, was seen at the emergency room. There was contusion on left leg and foot, no broken bones.